Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Write to locked ram por (power on reset) with ecc-lia conflict, address=69df, data=43 on (B)(6) 2010 23:38:12. One - patient alert for device circuit error on (B)(6) 2010 23:38:12.

Event description:
It was reported that the device experienced an electrical reset. The device is still in use. No patient complications have been reported as a result of this event.